Event description:
It was reported that patient had hematoma. The hematoma was removed. The patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.